Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. After evaluation of the instrument data, the ccc determined that the complete metabolic panel and lhcg test displayed a process error during the time of the event. The ccc determined that there was no instrument malfunction during the time of the event. The cause of the discordant lhcg result is unknown. The customer successfully repeated the sample, which resulted normal. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, false negative low volume human chorionic gonadotropin (lhcg) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, which resulted higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative lhcg result.